Manufacturer narrative:
Continuation of concomitant products: product ID: 3778-60; ;serial# (B)(4); implanted: (B)(6)2012-; product type: lead. Product ID: 3778-60; serial# (B)(4); implanted: (B)(6) 2012; product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has had the pain since implant and it never went away. She also indicated that x-ray results showed nothing was wrong with her leads and there was nothing they would find to suggest something was wrong with the lead or device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: va01a60005, (B)(6), (B)(4); product ID: 3778-60, serial/lot #: va01a60003, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient experienced significant new back pain and when they moved a certain way, she felt ¿searing¿ pain that ¿jolted through her body¿. The patient was worried that her leads had moved because the pain felt like the pain she dealt with when the implantable neurostimulator (ins) was implanted. An appointment was scheduled on (B)(6) 2018 for the reported symptoms. There were no further complications reported or anticipated.